Manufacturer narrative:
Internal complaint reference # (B)(4).

Event description:
It was reported that, after a right hip replacement performed on an unspecified date, the patient underwent a revision surgery of the right hip due to cobalt poisoning. This surgery was performed 8 weeks after the left hip was revised (covered under case-(B)(4)). The patient stated that now he feels better.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patient's right hip. As of today, the implanted devices all of which were used in the treatment remain implanted and therefore cannot be evaluated. Additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. All of the devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical information was reviewed. An undated intraoperative video clip was provided of a left hip surgery, in which the surgeon noted osteolysis, pseudocapsule and metallosis. The video clip also contains an undated x-ray of a total left hip replacement. The provided x-ray confirms the reported implantations but does not contribute to the investigation of the root cause of the reported ¿metallosis.¿ the undated image appears to have an inclination of about 49 degrees for right and about 40 for the left but with no comparison images this is unknown if this is the implantation angles or migration over time. Also its not known how close to the revision this image was. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. With the information provided the clinical root cause of the reported ¿cobalt poisoning¿ cannot be confirmed, and it cannot be concluded that the reported clinical reaction was associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined; however, the patient has reported ¿now he feels better.¿ without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.